Event description:
Additionally, the healthcare professional reported that the patient was injected in the cheeks, ¿r submuscular¿. On the same day, the patient experienced ¿bruising, erythema, and vascular occlusion" at the injection site. Two days later, the patient began treatment with hylenex®, aspirin, and prednisione. The hylenex® treatment was performed for 5 consecutive days and the prednisione one for 2 days. The patient was treated with antibiotic on the following day. 3 days later, the patient was treated with cialis®. The symptoms resolved on the following day.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in an unspecified site with juvéderm vollure¿ xc. At an unspecified time later, the patient experienced blanching. The injector believes it may be ¿an occlusion.¿ the patient was treated with "hylenex or vitrase" multiple times. It is unknown if symptoms resolved.